Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days after implant, the right atrial (ra) lead had high thresholds, no capture and diaphragmatic stimulation. The right ventricular (rv) lead also had high threshold. Both leads showed perforation and were explanted and replaced. No further patient complications have been reported as a result of this event.